Manufacturer narrative:
This ICD was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noisy signals and pacing impedance measurements greater than 2,000 ohms. It is unknown whether this is related to a lead or device issue. It should be noted the associated right ventricular (rv) lead is a competitor's product, and this ICD was programmed off. A revision procedure will take place within the near future, and there were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure was performed, and the device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High out of range daily impedances and noise were confirmed via engineering internal data review. Device external inspection noted the header was securely attached, all seal plug were intact and all set screws operated normally. Pin gauge testing confirmed all port diameters were within design specification range; however, the diameter of the rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the leads terminal pin and likely contributed to the reported clinical observations.